Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion. Product event summary: analysis found three input connector slots have damaged wires. One of the slots has one wire bent down inside the slot possibly compromising the connection. It is noted the analyzer passed functional testing and passed a systems test with a known good programmer.

Event description:
The analyzer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found three input connector slots have damaged wires. One of the slots has one wire bent down inside the slot possibly compromising the connection. (B)(4).